Event description:
Additional information was received that the valve did not dislodge. The evolut valve functioned as a cage for the non-medtronic valve. No pre-balloon aortic valvuloplasty (bav) was performed. Three deployment attempts were made. It was reported there was little movement into the left ventricular outflow tract (lvot).

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve deployment, the valve kept dislodging into the left ventricular outflow tract (lvot). The valve was was deployed three times to optimize the valve position. After releasing the valve, the valve moved approximately 2-3 millimeter (mm) further into the lvot. The position was deep and aortic insufficiency was noted.

Manufacturer narrative:
Updated b.5, h.6 this is a system report. The section d information is for the primary device, which was in use with the following: brand name delivery catheter system (dcs) product ID d-evolutfx-34 serial/lot (B)(6) use by date (B)(6) 2025 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34,product type: compression loading system (cls). Product ID: d-evolutfx-34, product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged and required the placement of a second valve (edwards sapien 29mm) in the aortic position for further anchoring and increased radial force. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the valve implant, the patient had severe aortic insufficiency. Following the valve implant, moderate to severe paravalvular leak (pvl) was observed. After the second non-medtronic valve (edwards sapien 29mm) was implanted, mild paravalvular leak (pvl) was observed.